Event description:
The customer reported approximately two milliliters of diluent leaked inside the instrument involving the unicel dxh 800 coulter cellular analysis system. The customer noticed the fluid leak during troubleshooting for a single tube module system error message. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the fluid leaked in the tubing from the lower sheath supply line from the peltier module to the flowcell. The fse replaced the tubing and resolved the issue. The instrument conformed to the manufacturer's published performance specifications. (B)(4).